Event description:
It was reported that the pump was run over with a snow blower and the touch screen became shattered and unresponsive. Customer¿s blood glucose was 68 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.